Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was encountered during device removal. The device was removed by inserting a dilator into the access ports that unlocked the clip delivery tubeset and the thumb advancer enable them to be retracted proximally, which released the device from the pt anatomy. The clip deployed in the vessel and achieved hemostasis, which was confirmed with a confidence test. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history review could not be performed.